Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the blood parameter monitor (bpm) displayed a saturation value of 100% during most of the case. They turned the bpm off and back on it went to a value perfusionist (ccp) would expect to see. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt. Per the clinical review on (B)(6) 2015: during this case, the saturated venous oxygen (svo2) was reading 100% when cpb was initiated and this is about 25-30% points higher than usually seen in the early minutes of cpb. An in-vivo calibration was completed and the svo2 was adjusted to match the lab analyzed value and when the unit was returned back to operate, the svo2 again returned to 100% . Later in the procedure, (B)(6) powered down the bpm and then re-booted the unit, and the svo2 was reasonable for the remainder of the procedure. The case was completed successfully, without delay and without associated blood loss. There has been no harm observed.

Manufacturer narrative:
The reported complaint was not verifiable. No product was returned to the manufacturer for evaluation. Perfusionist noted after the 1.69 software upgrade that the oxygen saturation (so2) value was stuck at 100 even after an in-vivo calibration, but then the monitor was restarted and the values were acceptable, and the issue has not been observed again. Diligence was performed to get the monitor back but the perfusionist stated he will not be returning it at this time. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00429 and MDR #1828100-2015-00430. This issue occurred after the software upgrade.